Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/06/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. The up arrow button key contact was observed to be misaligned. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The serial number was reported on the initial MDR as (B)(4). The correct serial number for this complaint is (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the buttons are intermittently unresponsive and do not always respond to presses. The reporter stated that the keypad was intact. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.